Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The sales rep reported that during a rotator cuff repair that a 2mm piece of the expressew iii needle broke off in the patient's joint space. The sales rep said the broken tip was not found. The surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep reported that the surgeon was using orthocord and had fired the gun approximately 12 times when the needle broke. The sales rep reported that the surgeon would do x-rays post -op to see if the needle tip could be located.

Manufacturer narrative:
The complaint devices have been received and evaluated. Visual observation confirms that one of the needle tips are broken, confirming this complaint. The other needle showed no anomalies. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).